Manufacturer narrative:
On may 26, 2021, mentor received additional information indicating that the patient's right breast was firmer and higher than the right breast. On june 11, 2021, mentor received additional information indicating that the patient's implant explantation surgery has been updated to a tentative date of (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 465cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the expiration date field has been updated. Manufacturer¿s reference number: (B)(4), mentor became aware that the following information was erroneously omitted from the initial report sent on (B)(6) 2021: future date of explantation: (B)(6) 2021

Manufacturer narrative:
On july 13, 2021, the mentor failure analysis lab received the device for evaluation. On july 13, 2021, mentor also received additional information indicating that the patient had undergone unilateral replacement with a 465cc mentor memorygel breast implant (catalog: shpx465 lot: 9546187 sn: (B)(6)). On july 17, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 465cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: on july 19, 2021, mentor became aware that in the supplemental report sent on june 14, 2021, the following incorrect statement was submitted, "on may 26, 2021, mentor received additional information indicating that the patient's right breast was firmer and higher than the right breast." The statement has been updated to accurately capture the additional information received. Manufacturer¿s reference number: (B)(4) corrected statement: on may 26, 2021, mentor received additional information indicating that the patient's left breast was firmer and higher than the right breast.